Event description:
It was reported that the patient applied a freestyle libre 3 plus sensor and initially paired it to the libre 3 app rather than the ilet app, resulting in the sensor being in use by another device and preventing pairing with ilet. No adverse clinical symptoms reported. Outcomes included user inconvenience requiring troubleshooting and transfer to a partner organization for support. User support included technical support review, user education, and re-pairing guidance to pair the sensor with the ilet app after deleting the libre 3 app. Investigation of this case revealed that the sensor was bound to another mobile application, which prevented pairing to the ilet system until the user deleted the competing app and initiated a new scan in ilet. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup and pairing workflow.